Manufacturer narrative:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received from the sr that stated the ra lead is an outside equipment manufactured lead.

Event description:
Boston scientific received information that a right atrial (ra) lead dislodgement was confirmed via x-ray. The lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported. Patient information is not currently available. The boston scientific sales representative was contacted in an attempt to obtain additional information.